Event description:
It was reported that one day post implant the patient experienced diaphragmatic stimulation. Presenting rhythm showed that there was most likely a loss of atrial capture, although no capture thresholds had been measured as 24 hours had not passed. X-ray was done, and it was found that the right atrial (ra) lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. (B)(4).